Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a bent or kinked tubing with the bard bag that has the 350ml meter. The same problem was occurring with another patient's foley bag. They had attached photos of the kink and how the longer tubing was harder to keep coiled on the mattress and instead formed a dependent loop. The urine was collecting in the downward portion of the tubing and would back up into the bladder and not flow up and into the bag. Also stated that the bard 2000ml bag that had stiffer shorter tubing, was what they switch to with excellent results. There was a new or unused metered bag with the soft tubing already beginning to kink.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 6 photo samples. First photo sample shows overview of bag of urine within collection bag. Second, third, and fourth photo samples show kinking of tubing from different angles. Fifth photo sample shows overview of outer packaging of tray components. Sixth photo sample shows zooms in on list of components within tray listed on outer packaging. Therefore, based on the samples received product does not meet specifications. Although an exact root caue could not be determined a potential root cause could be: obstruction in tube, kinked tubing, wrong tubing dimensions. DHR review is not required as no lot number was reported. Labelling review is not required as no product catalog number was reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was a bent or kinked tubing with the bard bag that has the 350ml meter. The same problem was occurring with another patient's foley bag. They had attached photos of the kink and how the longer tubing was harder to keep coiled on the mattress and instead formed a dependent loop. The urine was collecting in the downward portion of the tubing and would back up into the bladder and not flow up and into the bag. Also stated that the bard 2000ml bag that had stiffer shorter tubing, was what they switch to with excellent results. There was a new or unused metered bag with the soft tubing already beginning to kink.